Event description:
It was reported that the customer had to call the paramedics because she had a low blood glucose level of 29 mg/dl. Customer's settings and bolus history were checked. Customer was advised that the pump should be replaced due to a history anomaly. Customer stated that she took her last bolus at 11 pm, but the history shows a bolus at 12 am. Customer stated that her daily totals were not reflecting accurately. Customer received a replacement pump and has been experiencing low blood glucose levels since then. Customer was given a glucagon shot by her husband. Customer was admitted on (B)(6) 2015. Customer's blood glucose level was at 90 mg/dl by the time the paramedics got there. Customer had multiple boluses showing in the bolus history that she does not remember giving herself. Customer was hospitalized for high blood glucose levels. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.